Event description:
It was reported that the pt has sharp pain in hip area. Her hip would pop out of the joint and her husband would push it back in. This happened at least nine times in the last year and it has caused torn ligaments. The pain is from her hip to her knee. Pt had x-rays, revision surgery and is currently undergoing pt. The pt noticed at this time of incident that her leg was shortened on right side, and that there was a palpable fullness on the posterolateral aspect of her right buttock. She states that resolved when it was "pulled back in place". The pt has been in pt for several weeks now with improvement. She has not had any further episodes. She does have a painful gait as well. She denies paresthesia to her right lower extremity. Medical doctor plan was to revise the acetabular component. His impression was that the stem was well fixed an in proper placement. Medical doctor was aware or the product recall an advised that he may be using stryker product as off label use if stem was not removed. It was further reported: that surgeon said that revision was done ultimately because the pt's abductor muscles were gone which created the instability issues. She has had a left total hip as well as a right total knee performed by doctor (B)(6) and is doing very well with those two procedures.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.